Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse station (cns) crashed and would no longer boot up. No harm or injury reported. They tried to swap the drive placement, but the cns would not boot up. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10: attempt # 2: on (B)(6) 2025 emailed the bme for all information in the ni list above: the bme replied that the requested information was unknown.

Event description:
The biomedical engineer (bme) reported that the central nurse station (cns) crashed and would no longer boot up. No harm or injury reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse station (cns) crashed and would no longer boot up. No harm or injury reported. They tried to swap the drive placement, but the cns would not boot up. Investigation summary: the repair center duplicated the failure and determined that the cpu fan assembly had detached and the hdds had malfunctioned. Due to lack of replacement parts, the unit could not be repaired and was returned to the customer unrepaired. The root cause is cpu fan assembly mechanical failure and hdd malfunction. No further investigation is required. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 08/29/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 2: 09/08/2025 emailed the bme for all information in the ni list above: the bme replied that the requested information was unknown. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse station (cns) crashed and would no longer boot up. No harm or injury reported.